Event description:
Upon inflation of the trachesotomy cuff, it was noted that the cuff was not retaining air. Tracheostomy tube replaced. Post procedure staff noted a hole in the original balloon that was removed.